Manufacturer narrative:
(B)(4).

Event description:
It was reported via a field service report: l610233 symptom: unit running in battery, after about 10 minutes the 20 minute alarm came up within 15 seconds the battery stopped working. Patient was fine, plugged unit into wall. Findings/action: confirmed. Unit ran for 30 minutes after overnight charge. Replaced both batteries and main power supply. Ran system, no problems. Bio-med performed an electrical safety check on unit. Results: equipment operational. Fcn level: 1416 software level: 2.24

Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of "pump stopped after 10 minutes while running on battery power" is unconfirmed since the pump ran approximately 105 minutes before shutting down during our testing of the batteries we received for investigation. The condor power supply passed functional testing. The root cause of the reported complaint is undetermined since the pump remained operable long after 10 minutes while running on battery power. However, it is possible that the battery charge was depleted. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: teleflex assessed the risk for the reported complaint. There are no new or revised risks. The complaint will be monitored for developing trends.

Event description:
It was reported via a field service report: l610233. Symptom: unit running in battery, after about 10 minutes the 20 minute alarm came up within 15 seconds the battery stopped working. Patient was fine, plugged unit into wall. Findings/action: confirmed. Unit ran for 30 minutes after overnight charge. Replaced both batteries and main power supply. Ran system, no problems. Bio-med performed an electrical safety check on unit. Results: equipment operational. Fcn level: 1416 software level: 2.24.